Manufacturer narrative:
Additional narrative: (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by (B)(6) that the universal battery charger device did not load. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device contacts were bent and cracked and the safety ring was expanded. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to faulty production. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The investigation has been updated to include additional findings. The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device contacts were bent and cracked, the safety ring was expanded, and the cable was loose. It was further observed that the wiring, soldering and opening had bad contact. Therefore, the reported condition was confirmed. It was determined that the cable was loose due to normal wear. The assignable root cause was determined to be due to faulty production. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.